Manufacturer narrative:
Sensor kit expiration date is 28-feb-21. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving unspecified low sensor scan results and subsequently experiencing a loss of consciousness. Customer was unable to self-treat and required treatment of glucagon by a third-party. No further treatment was reported. There was no report of death or permanent impairment associated with this event.